Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down. A technical support specialist dialed into the station remotely, reviewed the data sync debug log and identified that manual recovery was required. The tss performed a backup of the station database and followed the knowledge article procedure to complete manual recovery. The tss observed that medapp was not launching and removed the outdated carefusion.systemmanagement.client.agenthost.exe from startup and rebooted it with the updated version. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed device was down for about 14-16 days due to a wall issue in the room and finally went online, but no data was being updated to the enterprise server, or from the cii safe during refill. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.